Event description:
It was reported "a tvp was inserted in a patient and for some reason there was blood backing up from the catheter. The side arm of the cordis had air in it and there was no blood return and unable to flush it as well." There was no delay to therapy. It was reported the patient has been discharged from the unit and a permanent pacemaker was placed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). Returned for investigation was a 6fr percutaneous sheath introducer (psi) sheath from the 5fr pacing/psi kit. Upon return, dried blood was noted within the sheath sidearm and the sidearm was noted blocked off with a non-vented cap. A non-vented blue cap was noted on the sheath hub. The blue cap was detached/removed from the sheath hub without any difficulty. Upon removal of the blue cap, the sheath hub appeared typical. Under microscopic inspection, no visual damage or abnormalities were noted to the sheath hub or to the visible portion of the sheath seal. The sheath tip appeared typical. Dried blood was noted on the exterior and interior surfaces of the returned sample. No visual damage or abnormalities were noted to the returned sample. The sheath sidearm was flushed using a 60cc lab-inventory syringe. Upon flushing the sidearm, the sheath immediately began leaking; the leak appeared to be from the sheath seal. Furthermore, the returned sheath was inserted into the "t" tube and pressurized. The sheath immediately began leaking upon pressurization. It cannot be confidently determined what caused the sheath leak. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "there was blood backing up" is confirmed. During the investigation, the returned sheath was noted with a leak during flushing and pressurization tests. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the sheath leak. The probable root cause of the sheath leak is undetermined. No further action required at this time. This will be monitored for any developing trends. Corrected data: unique identifier (UDI)# corrected from (B)(4).

Event description:
It was reported "a tvp was inserted in a patient and for some reason there was blood backing up from the catheter. The side arm of the cordis had air in it and there was no blood return and unable to flush it as well." There was no delay to therapy. It was reported the patient has been discharged from the unit and a permanent pacemaker was placed.